Event description:
It was reported that there was an EKG (lead) fault. Different cables were tried and frequency response was checked. Note 1: customer was contacted for pt details.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. Testing confirmed the complaint. Investigation isolated the failure to two cables in the device that were intermittent and caused artifact. These cables were replaced and the device was tested and returned to the customer.